Event description:
During a coronary drug eluting stenting treatment procedure, delivery device damage occurred. The physician was unable to cross a lesion in an unk vessel with a taxus express2 8.8% 3.00 x 32 mm drug eluting stent. The physician then pre-dilated the lesion. He was reloading the system on the wire but it would not go back on. The distal tip was collapsed and the wire would not go in. No pt complications or injuries were reported. Add'l info has been requested.